Event description:
It was reported to the manufacturer, by the end user, per the end user, that during a previous move of the bed frame one of the black end caps that go on the width extensions had fallen off and were never replaced. When the morning staff went to get the pt out of bed they noticed a cut on the leg. Per staff, the wound was not serious and was addressed with bandages, no further action needed, and "she will not be doing anything about it to the facility or jhc". The order referenced is the order for those black plastic caps to replace the one(s) that have fallen off on that frame and may be missing on other frames. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.